Manufacturer narrative:
The pump was received with missing segments and partial display due to cracked and bleeding on lcd glass. The pump had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the device fell out of the customer's pocket and was slammed on the car door. The customer states the lcd screen is cracked and has black display. The customer's blood glucose level at the time of incident was 230mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.